Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred due to improper alignment of the lid and duplicate errors during pocket recovery. The field service engineer assisted the customer in recovering the pockets and reloading medications into the cubies. After completing these steps, the system was verified for proper operation, and all functions were confirmed to be working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the lid was failed to be closed, and lid was popping out. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.